Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-08470. Please reference file mrn 3012307300-2024-08018 for all details pertinent to this event.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E3. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leaking from the container with the device. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
D9: date returned to mfg.: unknown. D4 - primary UDI number: corrected. H3 and h6. Codes: updated. Device evaluation: the customer's reported problem was confirmed. The device was leaking from the bottom of the water tank. The root cause was the water tank cover was cracked from both sides. No action was taken, and the device was scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.